Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system started but then froze. The system was rebooted to perform the planned surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not confirm nor replicated. However, the memory ram was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on july 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).